Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that one part is flushed with the pump and the other is indented. The insulin pump was returned for analysis.